Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, two or three clips ejected at the same time during use. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested and the following was received: the clips were ejected during use on the patient. But all clips were retrieved from the patient body, and no clips were left in the patient body. No further information is available

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip,indicator wheel failure, jaws unable to open_open after assisted the analysis results of the device found that it was received in good visual condition and with 2 unformed clips attached. The device was cycled and the next seven clips were conforming and then, the jaws remained in closed position. The trigger was manually assisted in order to open the jaws; one pear shaped clip was released. The remaining clip was conforming. The device locked out as intended but the orange indicator did not show up completely. No incident related to the reported event was observed during the batch record review.